Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The complaint was not confirmed by failure analysis since the product was not returned, the information gathered can't confirm nor deny that the reported device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the system log review didn¿t show any related errors, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the vessel sealer extend (vse) instrument was not moving as the surgeon commanded and was moving in the opposite direction. The technical support engineer (tse) advised the customer to reseat the instrument on the universal surgical manipulator (usm), but the error persisted. The tse informed the customer to test the vse instrument on a different usm to check if the error followed and the error persisted. The other instruments connected to the system were working as intended. The tse advised the customer to test with a different vse instrument and issue was resolved. The customer mentioned that the faulty vse worked as intended in the beginning of surgery but gradually got worse. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon scaled appropriately to the instrument. The instrument did not move in the intended direction. The instrument moved in the opposite direction both left-right and upward-downward. The timing of instrument movement was appropriate. There was not any shakiness and/or friction experienced/observed. There was not any instrument-to-instrument or system arm-to-arm interference. There were not any external collisions. After the instrument was removed twice and reinstalled, the issue persisted. The instrument was removed it replaced with a new instrument. No fragment fell inside of the patient¿s anatomy.